Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair had spun the patient around out of control. The patient stated it spun her to the right and into a wall.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that both the motor and gearbox operated properly during the bench test. The wires and brake cam were wiggled with no failure. The gearbox had a good coupler, which does not confirm the original complaint issue. However, the motor/gearbox assemblies were unable to be tested under load.

Event description:
Chair had spun the patient around out of control. The patient stated it spun her to the right and into a wall.